Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed an impedance of 150 ohms. Data was sent to technical services (ts) for review. Upon review, ts noted that the impedance measurements have remained around 150 ohms since implant. It was also noted that the amplitude measurements have remained on the low side since implant. Ts suggested obtaining an x-ray to determine if system placement or adipose tissue around electrode or device were a contributing factor. It was noted that the s-ICD had not delivered a shock during the life of the device being implanted and no defibrillation threshold (dft) test information from implant was available. The field representative also indicated that at this time an x-ray was not available, however the field representative would discuss ts recommendations with the clinic. Additional information was received that approximately one month later the patient experienced an inappropriate shock from the s-ICD due to oversensing of noise. Ts review of the data was requested. Upon review, ts noted two treated episodes and an untreated episode due to non-physiological noise in secondary sensing vector. Further review found that at the same time of the impedance fluctuations there were 1537 noise detections stored. Ts discussed the possibility of an electrode fracture or lead body damage and suggested obtaining an x-ray. Ts suggested inquiring if the patient had experienced an accident or fall recently and discussed additional troubleshooting steps. If a fracture or lead integrity issue is not noted on the x-ray, ts discussed other potential causes including an issue with the device header. Further review of the data found a wide range in both shock impedance measurements and amplitudes, which may indicate an issue with system placement. During the data review, ts also observed that the s-ICD is experiencing premature battery depletion. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was obtained that an x-ray was taken which did not show any signs of system location or mechanical issues. However, there was an indication of a possible electrode dislodgement which was thought to be the cause of the shock impedance and amplitude fluctuations. Even with the x-ray images, there was still also a concern over the noise being due to an electrode fracture. A revision procedure occurred where the electrode was explanted and replaced. Post procedure the patient noted they would prefer to have a transvenous tachycardia system, thus a second procedure occurred to implant a transvenous tachycardia system. The s-ICD still remains implanted and will be explanted in the coming weeks.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed an impedance of 150 ohms. Data was sent to technical services (ts) for review. Upon review, ts noted that the impedance measurements have remained around 150 ohms since implant. It was also noted that the amplitude measurements have remained on the low side since implant. Ts suggested obtaining an x-ray to determine if system placement or adipose tissue around electrode or device were a contributing factor. It was noted that the s-ICD had not delivered a shock during the life of the device being implanted and no defibrillation threshold (dft) test information from implant was available. The field representative also indicated that at this time an x-ray was not available, however the field representative would discuss ts recommendations with the clinic. Additional information was received that approximately one month later the patient experienced an inappropriate shock from the s-ICD due to oversensing of noise. Ts review of the data was requested. Upon review, ts noted two treated episodes and an untreated episode due to non-physiological noise in secondary sensing vector. Further review found that at the same time of the impedance fluctuations there were 1537 noise detections stored. Ts discussed the possibility of an electrode fracture or lead body damage and suggested obtaining an x-ray. Ts suggested inquiring if the patient had experienced an accident or fall recently and discussed additional troubleshooting steps. If a fracture or lead integrity issue is not noted on the x-ray, ts discussed other potential causes including an issue with the device header. Further review of the data found a wide range in both shock impedance measurements and amplitudes, which may indicate an issue with system placement. During the data review, ts also observed that the s-ICD is experiencing premature battery depletion. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was obtained that an x-ray was taken which did not show any signs of system location or mechanical issues. However, there was an indication of a possible electrode dislodgement which was thought to be the cause of the shock impedance and amplitude fluctuations. Even with the x-ray images, there was still also a concern over the noise being due to an electrode fracture. A revision procedure occurred where the electrode was explanted and replaced. Post procedure the patient noted they would prefer to have a transvenous tachycardia system, thus a second procedure occurred to implant a transvenous tachycardia system. The s-ICD still remains implanted and will be explanted in the coming weeks. Additional information was received that the electrode was not explanted at the previous surgery where a transvenous ICD was implanted. Therapy was turned off in the s-ICD and both the device and electrode were left implanted in the patient and electrically abandoned. It was noted that the patient did not want an additional surgery, so the s-ICD system will remain deactivated and implanted and will not be returned. No additional adverse effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed an impedance of 150 ohms. Data was sent to technical services (ts) for review. Upon review, ts noted that the impedance measurements have remained around 150 ohms since implant. It was also noted that the amplitude measurements have remained on the low side since implant. Ts suggested obtaining an x-ray to determine if system placement or adipose tissue around electrode or device were a contributing factor. It was noted that the s-ICD had not delivered a shock during the life of the device being implanted and no defibrillation threshold (dft) test information from implant was available. The field representative also indicated that at this time an x-ray was not available, however the field representative would discuss ts recommendations with the clinic. Additional information was received that approximately one month later the patient experienced an inappropriate shock from the s-ICD due to oversensing of noise. Ts review of the data was requested. Upon review, ts noted two treated episodes and an untreated episode due to non-physiological noise in secondary sensing vector. Further review found that at the same time of the impedance fluctuations there were 1537 noise detections stored. Ts discussed the possibility of an electrode fracture or lead body damage and suggested obtaining an x-ray. Ts suggested inquiring if the patient had experienced an accident or fall recently and discussed additional troubleshooting steps. If a fracture or lead integrity issue is not noted on the x-ray, ts discussed other potential causes including an issue with the device header. Further review of the data found a wide range in both shock impedance measurements and amplitudes, which may indicate an issue with system placement. During the data review, ts also observed that the s-ICD is experiencing premature battery depletion. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was obtained that an x-ray was taken which did not show any signs of system location or mechanical issues. However, there was an indication of a possible electrode dislodgement which was thought to be the cause of the shock impedance and amplitude fluctuations. Even with the x-ray images, there was still also a concern over the noise being due to an electrode fracture. A revision procedure occurred where the electrode was explanted and replaced. Post procedure the patient noted they would prefer to have a transvenous tachycardia system, thus a second procedure occurred to implant a transvenous tachycardia system. The s-ICD still remains implanted and will be explanted in the coming weeks. Additional information was received that the electrode was not explanted at the previous surgery where a transvenous ICD was implanted. Therapy was turned off in the s-ICD and both the device and electrode were left implanted in the patient and electrically abandoned. It was noted that the patient did not want an additional surgery, so the s-ICD system will remain deactivated and implanted and will not be returned. No additional adverse effects were reported. The initial thought was to do an electrode revision, however the patient expressed that they would prefer a transvenous implantable cardioverter defibrillator (ICD). Therapy was turned off in the s-ICD and both the device and electrode were left implanted in the patient and electrically abandoned. It was noted that the patient did not want an additional surgery, so the s-ICD system will remain deactivated and implanted and will not be returned. A transvenous ICD and lead were successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add a code to impact codes (h6) that was inadvertently left off the last report.